Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection of their transfer set from their pd adapter which subsequently caused the pt to develop peritonitis. The pt reconnected the disconnected parts and resumed pd therapy that night. The patient¿s transfer set had been in use for one week and was not changed out. On the day of the onset of peritonitis, the patient was hospitalized for the event. The pt received unspecified antibiotic therapy (dose, route and frequency not reported). At the time of this report, pd therapy was ongoing. Three days after being admitted, the pt was discharged from the hospital. At the time of this report, the patient fully recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).